Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arb procedure, the suture of the q-fix anchor got entangled in the hook crochet device and the tip of the device broke when the suture was hooked; all broken pieces were removed from the patient with grasper. The procedure was successfully completed with non-significant delay using the same device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A visual inspection of the returned device found that it is not in its original packaging. The device is worn from use. The distal end of the hook is fractured. There is debris on the device. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.